Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. He gender of the baseline characteristics is male and the baseline age is (B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:rapid decline in acute stimulation thresholds with steroid-eluting active-fixation pacing leads. Pace 2005;28:903-909.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patients that experienced dislodgments, pneumothorax, and high thresholds requiring repositioning of the lead. The status of the leads is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional follow up received indicated no further information is available.